Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and ECG monitoring stress testing, using test accessories without duplicating the report. The analog board was replaced as a precaution. The device was recertified and returned to the customer. The accessories used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.